Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.617.904, lot# 9525354. Manufacturing location: (B)(4), manufacturing date: jul 15, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part# 03.617.904, lot# 9525354. A visual inspection, drawing review and a device history review were performed as part of this investigation. The returned instrument was examined and the complaint condition was able to be confirmed as the driver was found to have a broken distal tip; fragment not returned. The complaint condition was unable to be replicated due to post-manufacturing damage. The screw inserter, t8, self-retaining, quick coupling (03.617.904) is one of four t8 screw insertion drivers in both the zero-p and zero-p variable angle (va) systems. The zero-p system notes that a 1.2 nm torque limiting attachment (03.110.002.99) must be used for screw insertion, cautioning: ¿if the torque limiting attachment is not used, breakage of the driver may occur, potentially increasing risk to the patient.¿ when inserting screws in the va system, no torque limiting attachment is necessary as the screw head is retained by a blocking mechanism once fully inserted. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non conformances or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined; however, the failure mode is typically associated with the application of excessive torque during screw insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported on nov 18, 2016 that there was an issue identified with a synthes evaluation equipment that was discovered during inspection activities of the evaluation set. There were no issues reported by the customer. On dec 09, 2016, additional information was received during the investigation review performed by an engineer that the tip was found to be broken upon examination. This report is for one (1) screw inserter t8 self-retaining/qc. This is report 1 of 1 for (B)(4).